Event description:
It was reported that the patient is experiencing pocket stimulation. The device output was decreased. It was noted that the patient's symptoms were not consistent with changes in programming. In the opinion of the physician, the pocket stim. Was potentially due to a difference in the device pocket due to change out. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). No eval explain: device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.